Event description:
Site reported that during a superdimension case following a biopsy the patient experienced a hemorrhage. CPR was performed but was ultimately unsuccessful and the patient died. This incident was not reported to superdimension until (B)(4) 2014. Model and lot numbers of the tools used during the procedure are unknown. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There were no anomalies identified during the internal review of the DHR of the system console. Superdimension has requested the device for evaluation but has not received anything to date. If additional information is received a follow-up report will be submitted.